Event description:
As reported by the field clinical specialist (fcs), 4 years, 8 months, and 19 days post-implant of a 29 mm sapien 3 valve in the aortic position, the patient was being evaluated for a possible valve in valve. The patient was admitted with cardiogenic shock, hypotension and respiratory distress and found to have newly depressed ef and severe bioprosthetic aortic stenosis. Additional update from the fcs noted that the patient passed as a result of multisystem organ failure prior to any intervention being done. Per the echo results, 'the gradients across the prosthesis are more than three standard deviations above expected values for this type and size valve. Severely increased aortic valve velocity with vmax of 6 m/s and mean gradient of 81 mm hg. Eoa is 0.74 cm2. The acceleration time is 120ms. Prosthetic leaflets appear thickened and restricted. All these parameters indicate severe prosthetic valve stenosis/obstruction. There is mild transvalvular aortic regurgitation that is more than expected for this type of prosthetic valve'.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u IFU was reviewed. Warnings include 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism'. Potential adverse events include 'cardiogenic shock', 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'device degeneration', 'valve regurgitation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for stenosis, leaflet thickened/ halt, leaflet motion restricted-in patient and central regurgitation were unable to be confirmed due to unavailable of relevant medical record and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '4 years, 8 months, and 19 days post-implant of a 29 mm sapien 3 valve in the aortic position, the patient was being evaluated for a possible valve in valve. The patient was admitted with cardiogenic shock, hypotension and respiratory distress and found to have newly depressed ef and severe bioprosthetic aortic stenosis. Additional update from the fcs noted that the patient passed as a result of multisystem organ failure prior to any intervention being done' and 'prosthetic leaflets appear thickened and restricted. All these parameters indicate severe prosthetic valve stenosis/obstruction. There is mild transvalvular aortic regurgitation that is more than expected for this type of prosthetic valve'. In this case, based on the report, it indicated that patient had medical history of kidney failure. Chronic kidney disease (ckd) is a known factor that may increase the risk of valve calcification leading to early valve degeneration/thickened leaflet, resulting in stenosis. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the complaint event. In this case, thickened leaflets could affect the function/ coaptation of leaflets resulting in restricted leaflet motion. As such, available information suggests patient factors (thickened leaflet) may have contributed to the complaint event. In this case, restricted leaflet-motion could have suboptimal valve leaflet coaptation, resulting in central regurgitation. As such, available information suggests patient factors (leaflet motion restricted) may have contributed to the complaint event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.